Event description:
Customer reports that the strip vial reports the expiration date as 6/30/07, however the manufacturer has the expiration date being 6/30/06. No adverse event reported. Requested return of suspect vial and replacement was sent.